Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced stylus calibration issues; even after re-calibrating multiple times, the touch-pen still did not work on the whole display screen, specifically the lower-half. It was mentioned during follow-up for the product status that the caller was waiting for a new stylus to arrive before returning the programmer for repair, in hopes it was the stylus that was the problem, and not the screen; the programmer remains in use. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer experienced stylus calibration issues; the xy connector was re-seated, and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.